Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault (not following instructions). No issues detected and the inspiration block valve test is successful.

Manufacturer narrative:
The suspect device has not been returned for evaluation. However, the end user tried to reproduce the failure by occluding the nasal prongs (no patient), but it triggered occlusion alarm, not 318. Initial log files analysis reveals 318 only appeared once on (B)(6) 2021. It is suspected that the problem was caused by a tube occlusion at the inspiration limb. To make sure that the unit is working fine, vyaire advised performing an insp block/valve test. If it is okay, to remove the complete circuit and start the vent x10 times, always waiting until startup is completed before restarting again. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed "technical failure 318 - inspiration valve failsafe failed or occlusion in inspiration tube." The connected patient was on high-flow oxygen therapy with an active humidifier when it occurred. The end user swapped the device with another bellavista for continued treatment, causing delay. However, no harm was reported.